Event description:
It was reported that during removal of gastrointestinal stromal tumor (gist) robotic laparoscopic procedure, the instrument was not recognized multiple times by the arm cart assembly (aca). The instrument and sim was replaced to resolve the issue. No injury to the patient.

Manufacturer narrative:
Continue to d10: concomitant product: product ID: mrasi0004; sn: (B)(6) product ID: mrasa0003; sn: (B)(6) product ID: mrasi0004; sn: (B)(6) product ID: mrasa0003; sn: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) correction: d1 h3) device evaluation: medtronic led an evaluation of the associated device logs for the reported arm cart assembly. Evaluation of the logs indicated that arm cart assembly 4 experienced an error code for 'linked to instrument usage read write read sequence', which indicates that there were instances of instrument connectivity issues, failing during the read write process to the instrument. The arm cart was initially connected with a bipolar fenestrated grasper and later it was swapped for another bipolar fenestrated grasper. This can indicate connectivity issues between the instrument and sterile interface module (sim). Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to connectivity issues between the instrument and sterile interface module on the arm cart assembly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during removal of gastrointestinal stromal tumor (gist) robotic laparoscopic procedure, the instrument was not recognized multiple times by the arm cart assembly (aca). The instrument and sterile interface module (sim) were replaced to resolve the issue. No injury to the patient.